Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a nurse was injured a second time during filling of one (1) ce infusor sv2 device. According to the report, the nurse was filling the infusor with an ampule. The ampule broke and glass fragments adhered to the overpouch of the infusor due to a build up of static electricity. No additional information is available.